Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d4, d9, g3, g6, h1, h2, h3, h6, and h11. A review of the manufacturing documentation associated with lot 18339054 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after releasing a 12mm x 80mm smart control self-expanding stent (ses), it was found that the stent was severely shortened by a large amount. An additional stent was required to cover the target lesion and there were no reported injuries to the patient. The operator was experienced, and the device was stored and prepped per the instructions for use (IFU). The target lesion was the iliac vein which had moderate calcification, moderate tortuosity, and a stenosis percentage of 60%. The approximate length of the lesion was 60mm. The stent was post-dilated after deployment using an unknown 12mm balloon inflated to 4 atmospheres (atm). The device was returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, h6, and h11 complaint conclusion: as reported, after releasing a 12mm x 80mm smart control self-expanding stent (ses), it was found that the stent was severely shortened by a large amount. An additional stent was not required to cover the target lesion and there were no reported injuries to the patient. The target lesion was the iliac vein which had moderate calcification, moderate tortuosity, and a stenosis percentage of 60%. The operator was experienced, and the device was stored and prepped per the instructions for use (IFU). The approximate length of the lesion was 60mm. The stent was post-dilated after deployment using an unknown 12mm balloon inflated to four atmospheres (atm). The device was returned for evaluation. A non-sterile ¿smart 7fr (120cm) stent 12x80mm¿ was received coiled inside a clear plastic bag. The unit was unpacked for evaluation. Upon inspection, the stent delivery system was returned in a fully deployed state, and the stent was not returned for analysis. No additional notable observations were made during the visual examination. A microscopic examination was performed to verify if the stent had been returned within the device. The analysis confirmed that the stent was no longer present inside the device. A product history record (phr) review of lot 18339054 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent incorrect length too short¿ could not be verified as the stent was not returned with the delivery system nor were procedural images provided. Therefore, the exact cause could not be determined. Vessel preparation, procedural and/or anatomical factors, as well as the handling process during delivery and post dilatation may have contributed to the reported events. Imaging techniques such as intravascular ultrasound (ivus), are essential tools that can aid in accurately assessing the length and severity of the lesion when choosing stent length; however, procedural images were not provided. Additionally, because of the behavior of nitinol, which imparts an outward radial force, the stents are indicated for placement into vessels that are 1-2 mm smaller than the unconstrained diameter of the stent and are listed in the IFU as such. According to the instructions for use, which is not intended to mitigate risk, ¿procedure: 1. Inject contrast media: perform a percutaneous angiogram using standard technique. For biliary procedures the biliary tree may be injected. 2. Evaluate and mark lesion or stricture: fluoroscopically evaluate and mark the lesion or stricture, observing the most distal level of the stenosis or stricture. 3. Select stent size: measure the length of the target lesion to determine the length of stent(s) required. Measure the diameter of the reference vessel (proximal and distal to the lesion). It is necessary to select a stent that has an unconstrained diameter at least 1 mm larger than the largest reference vessel diameter to achieve secure placement according to the following stent size selection table. Post-deployment stent dilatation: a. Advance the deployment lever to its pre-deployment position while maintaining the handle in a fixed position. Recover the delivery system by pushing the lever as far forward as possible and then by turning the dial counterclockwise, while keeping pressure on the lever, until the lever reaches the end of the slot and the tip is re-sheathed. While using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire and out of the sheath introducer. Remove the delivery device from the guidewire. Caution: the delivery system is not designed for the use of power injection. B. Using fluoroscopy, visualize the stent to verify full deployment. C. If incomplete expansion exists within the stent at any point along the lesion, post-deployment balloon dilatation (standard pta technique) can be performed. D. Select an appropriate size pta balloon catheter and dilate the lesion with conventional technique. The inflation diameter of the pta balloon used for post dilatation should approximate the diameter of the reference vessel. Remove the pta balloon from the patient. Contraindications: generally, contraindications to pta are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Patients with a target lesion with a large amount of adjacent acute or subacute thrombus.¿ neither the phr nor the information available suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, after releasing a 12mm x 80mm smart control self-expanding stent (ses), it was found that the stent was severely shortened by a large amount. An additional stent was not required to cover the target lesion and there were no reported injuries to the patient. The operator was experienced, and the device was stored and prepped per the instructions for use (IFU). The target lesion was the iliac vein which had moderate calcification, moderate tortuosity, and a stenosis percentage of 60%. The approximate length of the lesion was 60mm. The stent was post-dilated after deployment using an unknown 12mm balloon inflated to 4 atmospheres (atm). The device was returned for evaluation.

Event description:
As reported, after releasing a 12mm x 80mm smart control self-expanding stent (ses), it was found that the stent was severely shortened by a large amount. An additional stent was required to cover the target lesion and there were no reported injuries to the patient. The operator was experienced, and the device was stored and prepped per the instructions for use (IFU). The target lesion was the iliac vein which had moderate calcification, moderate tortuosity, and a stenosis percentage of 60%. The approximate length of the lesion was 60mm. The stent was post-dilated after deployment using an unknown 12mm balloon inflated to 4 atmospheres (atm). The device was not returned as expected.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.